Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/08/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump powered up properly. Battery compartment cracks were found below the grip pad and on the side of the compartment at the case seal. A pump casing crack was found near the lower right corner of the display lens. The bolus button cover was missing from the pump and the button function was unable to be tested. (B)(4).

Event description:
The pump was returned for investigation. Investigation found that the battery compartment and the pump casing were cracked. This report is made based on the results of investigation completed on 10/08/2015.